Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that insulin pump was suddenly turn off. The customer¿s blood glucose level was unknown. Customer stated that they replaced the battery with a new one but the insulin pump was still not working. Customer stated that battery cap was not missing, damaged or corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.